Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was not booting up. The rse performed cold restart, however the system did not boot up. Upon troubleshooting, the rse found that the host pc was not booting up. To resolve the issue, the rse advised the customer to turn on the host pc and then to restart the whole system, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.